Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the black box and alarm history did not show any evidence of call service 078 motor alarms; however several call service 087 alarms were observed. The pump emitted a call service 069 alarm during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting recurring call service 078 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).